Event description:
According to the event description: "therapy started on (B)(6) 2025 at 20:50, infusion rate was set at 8.5ml/hour. Balance in microchamber was checked at every hour. On (B)(6) 2025, 2100: 2ml infused (128ml remains), on (B)(6) 2025, 2200: 8ml infused (120ml remains). No abnormalities observed and balance tallies all the way even until drip rate changed at on (B)(6) 2025, 06:15. At on (B)(6) 2025, 06:15, infusion rate changed to 7.6ml/hour. On (B)(6) 2025, 0600: 9ml infused (left 85ml). On (B)(6) 2025, 0700: 8ml infused (77ml remains but topped up was done to 120ml) at on (B)(6) 2025, 0800, sn novelette realised that 15ml was infused and 105ml remains in microchamber. Infusion was not stopped immediately as sn monitored on the infusion. At on (B)(6) 2025, 0900, 14ml was infused and 91 ml remains. Sn novelette then proceeded to stop the infusion and open the door to find that the infusion tubing was twisted."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The complaint could not be confirmed. The device was not available. Only the history data was sent for investigation. The customer himself writes that the disposable article was inserted in the pump in a twisted position. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission#: k083689, k142596, k191910.